Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump recommended a lower than expected bolus. During troubleshooting with tandem technical support it was found that the customer had accidentally programmed the carbohydrate (carb) ratio incorrectly. Tandem technical support guided the customer through adjusting the carb ratio. Customer's blood glucose level was not impacted.